Manufacturer narrative:
The outcome of the revision procedure was that it was determined there was an issue with the proximal coil of the rv lead and no device to lead connection issue. A separate rate/sense lead had been placed. The local area sales representative also identified that there had been a setscrew issue. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) shock lead portion may have caused or contributed to a >125 ohms shock impedance value. A revision procedure was required to address the issue. Boston scientific crm technical services consultant suspected a marginal setscrew issue may be the reason for the out-of-range impedance measurement since testing, including defibrillation threshold testing (dfts) at maximum energy shock were done with normal result. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high impedance and setscrew issues. However, analysis revealed that the device battery exhibited premature battery depletion. The battery voltage was lower than expected, but still supported full device function at time of explant. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information received indicates this device was explanted and returned for analysis. No adverse patient effects were reported.